Event description:
Complainant alleged that during the medic's analysis of the pt's (age and gender unknown) heart rhythm, the unit displayed an anomaly on the odd squared ECG signal, which interpreted the analysis. There was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction.